Event description:
Explanting physician reported rupture diagnosed by MRI. The device has been explanted. This record relates to the right side.

Event description:
Explanting physician reported rupture diagnosed by MRI. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional h6: f15. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Observed two devices one device appears to be intact and the other device has an opening, non-labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided.